Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent sacrospinous ligament colposuspension, cystoscopy due to vaginal prolapse, status post a and p avaulta mesh placements for cystocele and rectocele repairs respectively . It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent surgery and bard avaulta plus x2 and bard align were implanted due to uterine prolapse, cystocele, rectocele, and sui on (B)(6) 2008. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.